Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device extruded through the skin flap. The implanted device remains. It is unknown if there are plans to explant the device, as of the date of this report, (B)(6) 2015.